Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Picture of the device only.

Event description:
Upon incoming inspection, item was visibly worn. Inner peg was broken off and missing. No further information is available.

Manufacturer narrative:
The reported event that sr 4mm offset humeral he ad trial 52x26 was alleged of 'instruments - broken, deformed, worn or scratched' could be confirmed. Based on investigation, the root cause was attributed to be other related. The failure was caused by to much applied mechanical force which this trial implant had to undergo over the years. The device inspection revealed the following: the entire three-jaw looking chuck is indeed completely broken at its base, making the device unusable. We do believe that to much applied mechanical force which this trial implant had to undergo over the years has finally resulted in the breakage of the three-jaw looking chuck. Note that this device was manufactured in may 2012 (wear and tear over the years). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Upon incoming inspection, item was visibly worn. Inner peg was broken off and missing. No further information is available.

Manufacturer narrative:
The reported event that sr 4mm offset humeral he ad trial 52x26 was alleged of 'instruments - broken, deformed, worn or scratched' could be confirmed based on pictures received. More detailed information about the complaint even, such as if the device was used or not, if the device was impacted or not, etc, as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection revealed the following: the pictures shows that the three holding pegs which can be clipped on and off are indeed either broken off or badly damaged; making the device unusable. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Upon incoming inspection, item was visibly worn. Inner peg was broken off and missing. No further information is available.